Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the a1059 mayfield modified skull clamp had some problems: the swivel locker arm was stiff and difficult to lock in a secure position; the stainless threaded in the socket was loose. Additional information was received on 25jun2019 indicating that the device was to be used for a craniotomy procedure on (B)(6) 2019. There was no patient contact, injury or delay in surgery.

Event description:
N/a.

Manufacturer narrative:
The returned unit did not meet all specific functional test. The helicoil in the ratchet extension was worn out and required replacement. The swivel arm was stiff due to a damage around head screw. This observation was consistent with the device being dropped/rough handling. General maintenance and cleaning required. The device history record review showed with no abnormalities related to the reported failure. The reported complaint was confirmed. The complaint was likely caused by improper handling wear and tear. The definite root cause could not be reliably determined. Device identifier # (B)(4).